Event description:
During an lvor lewis procedure, while using the shears they malfunctioned. The hps power unit made a different sound when was in working mode and also there was no heat activated through the shears. The shears were disconnected and reattached to check and ensure handpieces and unit were correctly attached. New shears were used to complete the procedure. The amount of tissue being dissected was well within the recommended amount (mobilising stomach lap). On examination of shear there appears to be a weakness and movement at the base of the shaft within the sealed handpiece.